Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 4 of 7: it was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, 1 patient sample was clotted. A recollect was required. There was no other health impact or consequences reported.

Event description:
Patient 4 of 7: it was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, 1 patient sample was clotted. A recollect was required. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, 177 retention samples were inspected and no issues related to additive application were observed. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. A review of the device history record and product history records identified an issue in one of the edta additive application heads, and several maintenance activities had been performed on this equipment. Since this was the second complaint associated with this lot and an issue during additive application was confirmed, additional corrective actions were initiated to strengthen the process. A broader review of product manufactured around the same timeframe did not identify similar concerns, indicating that the impact was limited to this lot. An evaluation of in house retention samples from the incident lot also confirmed that no issues related to edta additive application were observed. Reinforcement training and process improvements were implemented to support ongoing control and documentation accuracy. This complaint has been confirmed for clotting based upon the investigation completed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.